Manufacturer narrative:
We have not received the complaint device for evaluation, and we were not able to verify or confirm if any device failure occurred. In accordance with the complaint (event) description, the device was functional during the procedure. Our lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions and we have no reports of similar incidents within the past 12 months. Therefore, the root cause(s) of the incident remains inconclusive and not likely related to the device. The device IFU includes "vessel perforation and rupture" in the adverse events warning section as a potential complication of the carotid endarterectomy procedure. The patient had a prolonged hospital recovery and has since been discharged home.

Event description:
During the procedure the internal carotid artery (ica) was ruptured. The physician used the pruitt p3 shunt device during the procedure. At the end of the procedure, when the endarterectomy was completed, the physician applied a patch to the patient, deflated the ic balloon, and removed the device and closed the arteriotomy in the usual manner. However, the bleeding continued. The physician realized that the ica had ruptured. After several attempts to repair it, he was not able to. Therefore, the internal carotid artery had to be ligated. Because of this incident the patient lost about 2l of blood and had longer hospital stay.